Event description:
It was reported to vyaire medical that lower interface is not working on the revel ventilator. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification:(B)(4). H10: a third party service technician evaluated the ventilator and found that the lower interface does not work. As a resolution,the lower interface panel assembly was replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.